Manufacturer narrative:
The product has not been returned for evaluation; however, the complaint can be confirmed from the pictures provided by the dealer. It appears the left seat rail is bent and will not settle into the h-block when the chair is unfolded. The underlying cause could not be determined. Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised her customer is just contacting her back now and advised the part that is actually broken is the left seat rail that is welded to the frame. Based on the pictures provided by the dealer, it appears the left seat rail is bent and will not settle into the h-block when the chair is unfolded.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, bent frame. Both seat rails bent won't fit h-blocks with more damage to left seat rail. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to that alleged issue. Both seat rails of the wheelchair were visibly bent inward such that they did not rest in the h-blocks, which caused the seat upholstery to sag. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation. The product has not been returned for evaluation; however, the complaint can be confirmed from the pictures provided by the dealer. It appears the left seat rail is bent and will not settle into the h-block when the chair is unfolded. The underlying cause could not be determined.

Event description:
Dealer advised her customer is just contacting her back now and advised the part that is actually broken is the left seat rail that is welded to the frame. Based on the pictures provided by the dealer, it appears the left seat rail is bent and will not settle into the h-block when the chair is unfolded.